Event description:
Livanova deutschland received a report that heater cooler 3t system displayed an error related to patient pump 1 (e05). The event occurred during procedure. There was no patient injury.

Manufacturer narrative:
A1-a5: patient information was not provided. H11: livanova deutschland manufactures the heater cooler 3t system, the event occurred in the united states. Livanova field service engineer was dispatched to customer facility: upon device inspection, the stirrer motor was found to be faulty. To fix the issue, the stirrer motor, distribution and processor board were replaced. Functional verification tests were performed and the unit returned to service in its expected function. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.